Event description:
It was reported during a prophylactic replacement of the device, the sense pace portion of the rv lead was capped and a new sense pace lead was implanted on sep 5, 2017. The patient was discharged from the hospital with no complications.